Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated false reactive toxo igg results on 2 patient samples. Results for only one patient were provided: initial =53 iu/ml(>/=3.0 iu/ml = reactive) / repeat <1.6 iu/ml= nonreactive. The customer also stated that the architect analyzer generated (B)(6) igg results on a patient sample. The results provided were: initial (B)(6) igg results were (B)(6) at <6.0 au/ml / repeat results were 30 au/ml (>/=6.0 au/ml = (B)(6)). No additional patient information was provided. There was no reported impact to patient management.